Event description:
Per the clinic, the patient experienced pain at implant site, intermittencies and loss of connection to the internal device subsequent to sustaining continuous head trauma (specific date not reported). Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.